Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was fired (reload is still inside), however, the knife did not return to 0% position, therefore the surgeon was not able to open the stapler. Maybe they did not try the "return" button, they don't remember. The knife was returned with the "manual override" and the stapler could be opened afterwards. It was removed from the patient and another like device was used to complete the procedure. There were no adverse consequences for the patient reported.